Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received inappropriate antitachycardia pacing therapy due to a supraventricular tachycardia (svt). No patient symptoms were noted; the patient presented over a remote transmission. Further review of the vt episode noted that this was an inappropriately classified svt episode, which was due to noise caused by myopotentials. Programming changes were recommended. The patient will continue to be monitored.